Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, error did not reappear, and customer successfully started new sensor session.